Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4)

Event description:
A director of nursing reported that during an intraocular lens (iol) implant procedure, the surgeon noted a scratch on the lens. The director reported that the event is due to a possible burr or abnormality inside the cartridge. The procedure was completed using a new iol, cartridge and handpiece. The director reported there was no patient harm and the scratched iol was discarded. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. No viscoelastic is observed in the nozzle or the tip. The cartridge has evidence it was placed into a handpiece. The tip has typical stress. No burrs were observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. It was indicated to be a qualified lens diopter. Cartridge and iol product history records could not be reviewed because the reporting facility did not provide a cartridge lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. A handpiece was returned with the cartridge. The handpiece was functionally tested using a qualified cartridge, lens and ovd. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The cartridge was placed into the handpiece and fully seated. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. A complaint history examination indicates there were no additional complaints associated with the handpiece lot for the reported issue. The injector was manufactured in january 2010. A visual inspection of the handpiece injector was performed and deemed nonconforming. A slight upward plunger position is present. A functional thread to barrel engagement check was performed and was deemed acceptable. A dimensional plunger position height check was performed and deemed unacceptable. The plunger position height is high. The evaluation does confirm the injector plunger is bent upward making the plunger position high. A high plunger position has a higher likelihood of overriding the lens and causing damage to the lens. The root cause for the nonconforming plunger height condition is usually from its handling by the end user or from its use over a long time period, but when and how the plunger became bent cannot be determined from this evaluation. The injector has been in service for approximately eight years, so the complaint issue does not point to a manufacturing issue. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. The useful life expectation of the injector has been exceeded. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to insure the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action has been taken at this time. The reported scratch could not be verified. The root cause for the reported scratch may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The handpiece was functionally tested with a lens and cartridge. No lens or cartridge damage was observed. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon commented that he wonders if he could be responsible for scratching the lenses with the cannula.

Manufacturer narrative:
A second handpiece injector was returned for evaluation for the report of a scratched lens. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The injector was manufactured in january 2010. A visual inspection of the handpiece injector was performed and deemed nonconforming. A slight upward plunger position is present. A functional thread to barrel engagement check was performed and was deemed acceptable. A dimensional plunger position height check was performed and deemed unacceptable. The plunger position height is high. The evaluation does confirm the injector plunger has a bent upward nonconforming high plunger position. A high plunger position has a higher likelihood of overriding the lens and causing damage to the lens. The root cause for the nonconforming plunger height condition is usually from its handling by the end user or from its use over a long time period, but when and how the plunger became bent cannot be determined from this evaluation. The injector has been in service for approximately eight years, so the complaint issue does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).